Manufacturer narrative:
(B)(4). Corrected serious injury to malfunction per additional information. Corrected adverse event to product problem per additional information. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 08/15/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2010 via the fright jugular vein due to a history of pe. Plaintiff is alleging vena cava perforation and device is unable to be retrieved.

Manufacturer narrative:
William cook (B)(4) initially reported event under MFR report # 3002808486-2016-00721. New information was received identifying that the product was a cook inc. Manufactured device. Cook is now submitting an initial report. Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It is alleged that the ¿patient received a cook gunther tulip on (B)(6) 2010 at the (B)(6) clinic in (B)(6).¿ it is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the ¿patient received a cook gunther tulip on (B)(6) 2010 at the (B)(6).¿ it is alleged that patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Follow-up #2 was inadvertently missed as a subsequent follow-up for MFR#. This follow-up is issued as follow-up # 2; as the previous follow-up submission for MFR# was inadvertently numbered as follow-up #3. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿vena cava peforation, device is unable to be retrieved." Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.